Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 2 years, 4 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s modular cable had a large tear in the lower portion just by the strain relief. The patient stated that the tear on the cable was located right where they bend it to put it in the shower kit and suspected the shower kit to be the cause of the problem. The patient was seen in the clinic and the modular cable was replaced by the vad coordinator. There was no adverse patient impact to the event.

Manufacturer narrative:
Section additional information: product received. The evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable that the polyurethane jacket had bunched up and torn approximately 3 inches from the controller connector; however, there appeared to be no damage to the underlying armor layer. The texture of the cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and tearing of the jacket over time. Additionally, the inline connector and controller connector bend reliefs showed gradient, yellow discoloration. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.